Event description:
It was reported to fresenius via a customer experience survey response that this patient statedexperienced an infection 12 months after starting peritoneal dialysis (pd) treatment. Additional information was obtained through follow-up with the patient's pd program manager. This patient was experiencing unspecified issues dialyzing. The patient was seen in the pd clinic. The patient was found to have fibrin in the pd catheter (not a fresenius product) and right abdominal tenderness. Pd effluent cultures were obtained. The porn attempted to flush the pd catheter without success. The porn then irrigated with heparin and 300ml of red, bloody effluent drained out. The patient was instructed to go to the hospital. The patient was admitted and subsequently diagnosed with fungal peritonitis (organism and species not provided). The patient had a perma-cath placed. It was determined that due to the fungal peritonitis, the pd catheter would be pulled. The pd catheter was removed, and the patient permanently transferred to in-center hemodialysis (hd). Based on the patient's home situation and the likelihood of continued infections due to the presence of pets, the patient transitioned permanently to in-center hemodialysis (hd). The cause of the peritonitis was attributed to the patient's cats and improper cleaning of the exit site along with not washing their hands. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).